Event description:
It was reported that during a lobectomy procedure, the first firing to the apical portion of the lung with a blue cartridge was completed without any problem. At the second firing, the knife moved forward. But all the staples were unformed. So bleeding occurred at the moment when the device was released. To recover that, the doctor loaded a green reload and fired as add'l suture. The operation was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.